Event description:
Customer reported: dr. Was doing a soft tissue biopsy of the humerus (left shoulder) and the tip fractured and is still in the patient (fragment not in bone).

Manufacturer narrative:
The device is unavailable for further investigation into the root cause of the report. The doctor states the distal tip of the stylet (approx 1cm-1.5cm in length) broke off. This stylet is a machined out of a solid piece of (B)(6). It has no welds, solder, or joints. A co-axial needle was used during the procedure to guide the biopsy device. No inventory is in stock of the lot number reported. We have confirmed with the supplier there has been no change in the material of the needles. The needle set is pull tested when received at our facility. The pull test met specifications. No in-process defects were found. This is the first report for this defect with this product line. The dfu states the device should be used for biopsy of soft tissue as the stylet may bend in dense tissue. The doctor has confirmed that bone was not hit during the procedure. Without review of the device used it is difficult to determine the root cause of the report.